Event description:
PICC line was placed in the patient's right basilic vein. The process of placement went smoothly with no problems during the procedure. A post procedure xray was taken to confirm line placement and a foreign body was discovered in the area of the patient's right subclavian vein. The packaging was recovered and the sensor wire from the kit was also recovered. After comparing the wire from the patient's procedure to the wire of a new kit, it was found that the sensor wire from the patient's procedure was missing a piece from the tip of the wire. FDA safety report ID # (B)(4).